Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced high blood glucose levels and went to the hospital for treatment. The patient is unsure of the date of the incident but was admitted to hospital for 2 days. The patient's blood glucose level upon admission was in the 600s mg/dl range. The hospital tested positive for ketones and treated the patient with an IV insulin drip. The patient experienced symptoms such as nausea, stomachache, chest pain, and weakness leading up to their hospitalization. They also reported feeling sick, tired, and weak. The reason for their hospitalization was high blood glucose levels. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Name of hospital: (B)(6).